Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed the right ventricular lead had exhibited episodes of non-sustained ventricular oversensing. The episodes appeared to be associated to atrial pacing or far field p wave oversensing. Other sensing and impedance parameters were stable and within normal limits. The patient was then brought to the clinic for additional testing. Upon examination, no far field p wave sensing was observed even at high atrial pacing rate. The stored episodes suggested that the oversensing only occurred when the patient was atrially paced at 50 beats per minute while he was asleep. The device was reprogrammed to decrease instances of oversensing. There were no adverse consequences to the patient.